Event description:
It was reported that a spectrum infusion pump had a false "downstream occlusion" alarm. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom "false 'downstream occlusion' alarm," but confirmed it through the review of the event history log. The eval found that the downstream sensor current readings were above specification with a fluid filled set loaded. Additionally, the downstream pressure plate gap was out of specification. The eval also found that the downstream tubing guide had a chip in it. The downstream sensor was recalibrated to ensure proper functioning, and the downstream tubing guide was replaced.